Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, companion samples from the same box were returned by the patient for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a cassette leak. During follow up the patient's contact reported on (B)(6) 2015 the patient's cycler alarmed for a drain complication. The cycler then alarmed with an error indicative of a leak. The patient's treatment was disconnected and fluid was found to be leaking when the set was removed. The patient completed treatment manually. The set was discarded, however samples from the same box were returned for evaluation. The patient's caregiver reported the patient did not experience any complications.